Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 8fr angio seal device was returned to terumo medical corporation for product evaluation. The returned device included header bag, hemostasis sheath, arteriotomy locator and carrier tube. The device was visually inspected and found to have been in unused condition with no visible signs of blood. The locator was found to have been bent at the distal tip. No other damage or issues were identified. The 8fr locator was returned and was bent at the distal tip. The complaint was able to be confirmed for a bent locator. The exact root cause cannot be determined. The likely cause was determined to have been damage sustained by the device due to handling during device unpackaging. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that when opening the package, the dilator was found bent and could not be used.

Manufacturer narrative:
A1: patient identifier: requested, unknown. A2: date of birth: requested, unknown. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E1: contact name: requested, unknown. E1: establishment name: (B)(6). E1: telephone number: requested, unknown. E3: occupation: requested, unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.